Event description:
On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) (B) (6) alleging that a one touch ultra meter had a battery indicator issue. The reporter indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the morning. As a result of the alleged issue, the reporter claimed that the pt could not test his blood glucose and therefore developed symptoms of shakiness at 8:30 - 9:00 pm. It is unclear what date the symptoms developed. The pt administered self-treatment at 9:00 pm by consuming extra food and drinks. Through troubleshooting, the customer service rep (csr) determined that the reported meter's battery needed to be replaced. The reporter, however, did not have a replacement battery for troubleshooting. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.